Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, the excessive no delivery test, and displacement test. The pump had an intermittent up arrow button response due to the corroded keypad trace. They inspected the pump and no trace of moisture damage found on the electronic/motor assembly. The pump also had a cracked case above the corners of the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the screen is foggy on the insulin pump. Customer stated that the pump was not responding to button pressing. Customer's blood glucose was 368 mg/dl. Customer stated that she will treat. Customer stated that she was outside and the pump was in her bra. Customer stated that she was hot and sweating. Customer reported that there is fluid under the lcd display. Customer tried changing out the battery to make it respond and it won't rewind. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.